Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: "left breast was smaller than right breast, right nipple was collapsed," left nipple was "hard as a rock," "having problems" with nipples, left breast was "all over the place and smaller," "[could] feel the bags" . Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient representative reported "left breast was smaller than [their] right breast, that [their] right nipple was collapsed," left nipple was "hard as a rock," "having problems" with [their] nipples, that [their] left breast was "all over the place and smaller," "[they could] feel the bags" and ¿suffered bodily injury and resulting pain and suffering, mental anguish, disability, disfigurement, and loss of the capacity for the enjoyment of life [¿]. The losses are permanent or continuing in nature, and [they] will suffer them in the future¿. This record is for the left side. Device has been explanted.